Manufacturer narrative:
On 7/8/2021, mentor became aware that the previous report was reported with the incorrect mw form number. The correct adverse event for this mw form number is as the following: ¿the patient received textured saline breast implants in 1995 and developed autoimmune issues including cold urticaria, angioedema, rashes, allergies and food sensitivities. In 2005, the patient had the saline implants replaced with mentor memory gel cohesive 1 silicone implants. Immediately following the 2005 silicone implant surgery, she developed brain fog, hair loss, joint pain, fatigue, hormonal imbalance, insomnia, anxiety, hot flashes, night sweats, weakness, dizziness, dry eyes, dry skin, dry hair, shortness of breath, systemic inflammation, blurry vision, depression, fluid retention. She was tested for thyroid issues, autoimmune disease and hormone dysfunction. All labs were normal with the exception of elevated eosinophils. The implants have made her deathly ill and even considered suicide. She had undergone removal on (B)(6) 2021. The following updates were made according to the correct information: updated the date of problem observed from may/1/2015 to " (B)(6) 2005, updated catalog, number from 3504751bc to unk_gel implants, added the date of implantation as (B)(6) 2005, added the date of explantation as (B)(6) 2021, removed patient codes local reaction, serious injury and replaced them with generalized illness, removed patient code paresthesia. Manufacturer¿s reference number: (B)(4). Updated the date of problem observed from may/1/2015 to " (B)(6) 2005, updated catalog, number from 3504751bc to unk_gel implants, added the date of implantation as (B)(6) 2005, added the date of explantation as (B)(6) 2021, removed patient codes local reaction, serious injury and replaced them with generalized illness, removed patient code paresthesia.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5100872 that a female patient underwent a breast surgery with a mentor memorygel breast implant 475cc and suffered from a bilateral local reaction, and right side paresthesia. The patient experienced swollen underarm, numbness and pain in the right arm and chest. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information providing the patient's identifier and an updated date of implant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).